Event description:
Related manufacturer report number: 1627487-2021-14428. It was reported that the patient never had effective stimulation. As result the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.